Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-nov-22 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and post spinal cord injury. It was reported that the patient showed up to the emergency room stating they had moved and did not have an hcp to manage the pump. It was noted that the pump was empty. The hcp had limited knowledge of the pump and was looking for another hcp to fill the pump. The event date was unknown. No patient symptoms were reported and no further complications were reported or anticipated.